Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in moderately calcified and moderately tortuous left anterior descending artery. A 10/3.25 flextome cutting balloon was selected for dilatation of the target lesion. There was no problem during the first dilation. However, the balloon ruptured during the second dilation. The device was simply pulled out of the patient and the procedure was completed with another of same device. No complications reported and patient is stable.

Manufacturer narrative:
Age at time of event: 18 years old or olderthis supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 12:46 pm CT.the report number is being corrected from: 2134265-2018-64299to: 2134265-2018-63213.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in moderately calcified and moderately tortuous left anterior descending artery. A 10/3.25 flextome cutting balloon was selected for dilatation of the target lesion. There was no problem during the first dilation. However, the balloon ruptured during the second dilation. The device was simply pulled out of the patient and the procedure was completed with another of same device. No complications reported and patient is stable. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure. The investigator was still unable to inflate the balloon due to the presence of solidified blood. A microscopic examination identified a pinhole on the balloon material located at the proximal markerband. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified multiple kinks on the hypotube of the device and a kink on the shaft of the device located at the guidewire port. This type of damage is consistent with excessive force being applied to the device.no other issues were identified during the product analysis.